Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to patient infection.

Event description:
Boston scientific received information that the patient implanted with this device system developed endocarditis. The device and leads were to be explanted. No device allegations were reported with this clinical observation.